Event description:
It was reported that, an 840 vent had total loss of power (no a/c alternating current and d/c: direct current). The ventilator was not in use on a patient at the time the event occurred. Medtronic/covidien was not authorized to conduct the repair. The evaluation and repair will be completed by a third party service provider. The reported complaint could not be confirmed.

Manufacturer narrative:
This medwatch report was inadvertently submitted. Additional information was received that there was no ac power/battery issue. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.